Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the peritonitis event. It was reported that the peritonitis was manifested by cloudy effluent and abdominal pain. The patient was treated with vancomycin (1.5grams, daily, intraperitoneally, for ten days) and ceftazidime (1gram, daily, intraperitoneally, for ten days) for the event. At the time of this report, the pd catheter was scheduled to be removed and the patient temporarily switched to hemodialysis. The patient was recovering from the peritonitis event. Additional information was requested, but is not available.

Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.